Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed and the field generator was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The site reported the navigation instruments tracking intermittently. It was determined the electromagnetic (em) magnet was not working properly due to the reported issue. The probable cause was reported as normal wear and tear. Further actions would include field generator replacement. There was no patient involvement.